Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported ventricular noise reversion episode was noted via remote transmission from (B)(6) 2018. Patient was brought to the clinic on (B)(6) 2019, to check if there were any new noise episodes. During the in-clinic check, no new noise episodes were observed, and noise was not able to be recreated. Review of the session record from (B)(6) 2018, noted that the noise appeared to be electromagnetic interference (emi). No intervention was performed. Patient was stable and will continue to be monitored.